Event description:
Customer's husband called to report a hospitalization due to diabetic ketoacidosis on (B)(6) 2014. Blood glucose reading was 450 mg/dl. The husband stated the insulin pump was not delivering insulin and no alarms occurred to alert the customer. Husband refused troubleshooting and did not give information regarding the hospitalization. Advised that a continuation of therapy insulin pump will be sent. The out of warranty insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.